Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) since around two months. A revision surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure fluid loss was noted as the cause for the mechanical issues. No information was provided about the patient's outcome as it was too early for evaluation.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected. The kink resistant tubing (krt) was fatigued and worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The cylinders were visually inspected and functionally tested. Cylinder 1 has broken fabric threads and exhibited bulging when inflated attributed to wear at a fold in cylinder body. Cylinder 1 has a leak in front tip of cylinder that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure test due to the leak and bulge with broken fabric treads identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. The reservoir was visually inspected and functionally tested. The reservoir has wear at a fold in the reservoir shell; no leak was found in the reservoir shell. This wear would not affect the functionality of the device. Product analysis confirmed the reported event. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) since around two months. A revision surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure fluid loss was noted as the cause for the mechanical issues. No information was provided about the patient's outcome as it was too early for evaluation.